Event description:
The surgeon attempted to implant an aq2010v silicone three place lens but it became stuck in the cartridge while being ejected and would not advance. There was no pt contact or injury. The nurse stated it was unknown as to why the lens became stuck. An msi-tm injector and an aq fp cartridge were used but the nurse was unable to recall the lot numbers.